Manufacturer narrative:
(B)(4). The patient connected for peritoneal dialysis therapy before the set-up was properly primed because the clamp remained closed on the patient line during the prime. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to open the clamp on the patient line to ensure proper priming. It provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient made a mistake and connected for peritoneal dialysis therapy before the set-up was properly primed. The patient stated that they forgot to open the patient line clamp during the prime, and connected before realizing that it had been closed. The technical service representative advised the patient to start over with new supplies and assisted with removing the set-up. There was no patient injury or medical intervention associated with this event. No additional information is available.